Manufacturer narrative:
(B) (4).

Event description:
It was reported that the catheter was disconnected from the pin connector. The report was confirmed by a dye study. A revision was completed (B) (6) 2010. The drug contained in the pump at the time of the report was not reported.